Event description:
The customer reported that they were disconnecting the patient from the IV tubing when it broke off in the IV cap (caresite). No patient harm or medical intervention was reported. No further patient/event info was provided.

Manufacturer narrative:
This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.